Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported total parenteral nutrition (tpn) was infusing, however there was a leak in the tubing where "tubing is clamped into device". The customer alleges the device did not alarm for the leak for four (4) hours. There was patient involvement but no harm.

Event description:
It was reported total parenteral nutrition (tpn) was infusing, however there was a leak in the tubing where "tubing is clamped into device". The customer alleges the device did not alarm for the leak for four (4) hours. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device did not alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.